Manufacturer narrative:
E1/establishment name: (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified as the event was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the deflectable videoscope received an e228 error code. The event occurred during preparation for use. There were no reports of patient involvement. Request: error 228, troubleshooting: not completed.